Event description:
It was reported a prismaflex m100 set leaked. After connecting the prismaflex to the patient, the nurse noticed a fluid leak at the patient connection end of the return line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual sample was not available; however, a photograph and video of the event were provided for evaluation. During visual inspection of the provided video and photograph, the leak was observed from the return luer connection. The reported condition was verified; however, due to the nature of the returned sample no additional testing could be performed. Therefore, the cause of the condition could not be determined; however, the most probable cause of the condition was due to either a damaged component or poor connection by the handler. The manufacturing plant has several control measures in place to help identify failure modes of this nature such as in-process integrity testing of the filter before deposit on support plate, 100% final integrity testing, and functional testing on a sampling basis during release controls. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.